Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia and atrial fibrillation (af) episodes due to undersensing premature ventricular contractions (pvc). The device remains in use. No patient complications have been reported as a result of this event.